Event description:
The deltaplush cerecyte microcoil 1.5 mm x 1 cm (cpl10015130/f53997) could not be detached because of several problems with the detachment. The coil was inspected as usual and there were no damages observed. A new connecting cable (ccb000157-00/c12848) and detachment control box (dcb000001-20/r1155) were used to try to detach the coil but the coil was unable to be detached. Some coils were detached before and after it happened. The physician has not provided a medical rationale that indicates the use of the product was in no way related to the reported event. The coil was retrieved and the procedure was completed with coil (cpl100151-30/f53997), the first connecting cable (ccb000157-00/g12387), and the first detachment control box (dcb000001-20/r2241). There was no patient injury as a result of the event. The coil was not stretched and was still attached to the delivery system when it was removed from the patient. The product was stored according to labeling instructions. A pre-deployment electrical check was performed with the first and second connecting cable and detachment control box. All connections appeared to fit properly without application of excessive force for the first and second connecting cable and detachment control box. The low battery light and fault light were not seen during the case on the first and second detachment control box. During the detachment cycle, the detachment light illuminated on the first and second detachment control box. The audible signal beeped on the first and second detachment control box. The procedure was cerebral embolization of a ruptured aneurysm. The aneurysm ruptured before the incident with the coil. The patient was bleeding and the coil could not be detached to stop the hemorrhage.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: first connecting cable (ccb000157-00/g12387), first detachment control box (dcb000001-20/r2241), new connecting cable (ccb000157-00/c12848), new detachment control box (dcb000001-20/r1155), new coil (cpl100151-30/f53997).

Manufacturer narrative:
During a coiling procedure of an unknown target aneurysm, a deltaplush cerecyte microcoil 1.5 mm x 1 cm ((B)(4)) could not be detached. The aneurysm had ruptured before the coiling procedure began. The coil was inspected prior to use and there was no damage observed. A new connecting cable ((B)(4)) and detachment control box ((B)(4)) were used to try to detach the coil but the coil was still unable to be detached. Some coils had been successfully detached before the complaint coil and additional coils were successfully detached after this happened. The coil was retrieved and the procedure was completed with coil ((B)(4)), the first connecting cable ((B)(4)), and the first detachment control box ((B)(4)). There was no patient injury as a result of the event. The complaint coil was not stretched and was still attached to the delivery system when it was removed from the patient. The product was stored according to labeling instructions. A pre-deployment electrical check was performed with the first and second connecting cable and detachment control box. All connections appeared to fit properly without application of excessive force for the first and second connecting cable and detachment control box. The low battery light and fault light were not seen during the case on the first and second detachment control box. During the detachment cycle, the detachment light illuminated on the first and second detachment control box. The audible signal beeped on the first and second detachment control box. The coil was returned damaged. The secondary windings were found to have a significant amount of spacing between them. The windings should lay ¿flat¿ against each other; however, the first secondary winding off the ball tip has been severely angled away from the remaining coils. This damage is associated with distal interference, resistance, and/or problems of repositioning the coil inside the aneurysm. Laboratory analysis found that the partially melted detachment fiber was adhering to the coil¿s stretch resistant suture and to the coil¿s socket ring from the device positioning unit (dpu). The resistive heating coil exhibits multiple detachment attempts. The partially melted detachment fiber was observed to be extending up to the resistive heating coil¿s socket ring. There was no evidence of the coil¿s socket ring being pushed down inside the outer sheath (angle ring section). The returned dpu passed electrical testing with resistance at 55.2 ohms and the enpower systems ¿go¿ light illuminated. The evidence strongly suggests that either distal interference/resistance inside the microcatheter or problems repositioning the coil inside the aneurysm may have caused the detachment fiber to lose tension. This loss of tension may have caused the detachment fiber to extend up and away and from directly contacting the resistive heating coil section and its socket ring surfaces. In this condition, the detachment fiber would not have properly received the complete electrical charge against the fiber surface. When the detachment button was pressed, the loosened detachment fiber partially melted and adhered to the coil¿s suture and socket ring. In this condition, the coil was still attached to the dpu via the partially melted detachment fiber. The source of this suspected distal interference; whether encountered inside the microcatheter or during repositioning of the coil inside the aneurysm cannot be determined. In addition, without the identification or the return of the unknown microcatheter and the complete detachment system used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on this investigation, no corrective action is warranted at this time.